Event description:
Customer originally needed assistance priming and mentioned that she was hospitalized because she was sick and was not related to her blood glucose readings. Customer stated that her blood glucose readings have been up and down lately however declined any troubleshooting. Customer's blood glucose reading at the time of the call was 169 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See scanned page.